Manufacturer narrative:
The technician isolated the issue to the hydraulic manifold. The account declined to have the technician repair the bed.

Event description:
Information received indicates the head up function is not working on the bed.